Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The calibration was last performed on (B)(6)2025 and it was acceptable. Qc was acceptable. The alarm trace did not show any abnormality. The field service engineer inspected the ise unit and found buildup on both nozzles. He cleaned and flushed both ise units and primed all reagents. He then performed ise checks, calibration, qc, and precision studies and they were within specifications. The service actions (cleaning and flushing both ise units) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 8000 cobas ise module when compared to a different cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 129 mmol/l. The initial result was held up in the middleware and when the customer sent it to the laboratory information system (lis), she noticed a negative anion gap. The customer then repeated the sample. Repeat result: 139 mmol/l (tested on another cobas 8000 ise). The repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued.